Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by replacing the vision side cart (vsc) power cord. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The power cord involved with this complaint is a field scrap item and will not be returning to isi for further investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that while the system was in asleep mode, a spark occurred on the vision side cart (vsc) power cord. At the time of the call, the customer disconnected the power cord from the wall power socket. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: surgical ports were not placed when the issue occurred. Arcing was observed in the middle of the vsc power cord. There was no injury to the patient or surgical staff.